Event description:
In 2007, the manufacturer representative reported the patient's neurostimulator intermittently "shuts off" for 10-15 seconds. The patient claims this loss of stimulation has caused her to fall. In the following month, the hcp reported intermittent device continuity; the device suddenly shut off and then turned back on. The patient lost her balance due to loss of stimulation. The patient was to be reprogrammed and an x-ray was scheduled. At this time, the patient was still receiving good pain coverage. In approx four months later, the hcp reported device troubleshooting was performed multiple times. The patient was treated with pain medication, reprogramming and physical therapy. The patient continues to have intermittent device continuity.